Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("migration of essure device location of device: ultrasound shows piece of coil in body"), pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cyst") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, sexually transmitted disease, pap smear abnormal, human papilloma virus infection, hypertension, diabetes, breast cancer, breast mass and ovarian cystectomy. A urine pregnancy test was performed today and the result was negative. Concurrent conditions included back pain, fetal movements decreased, fetal bleeding, gestational diabetes, hypertension, uti, hernia, edema, vaginitis, vaginal discharge and ovarian cyst. Concomitant products included gastroluft (concept), hydrochlorothiazide, integra f, labetalol hydrochloride (trandate), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) since (B)(6) 2011, oral contraceptive nos and topiramate (topamax). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 2 years after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced device expulsion ("migration of essure device (to uterus)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), abdominal pain ("abdominal pain"), back pain ("low back pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2013, she had unilateral salpingooopherectomy- right),essure was removed. At the time of the report, the device breakage and pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, ovarian cyst, genital haemorrhage, amenorrhoea, migraine, headache, abdominal pain, back pain, device expulsion, hot flush, bladder disorder, urinary tract disorder, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: status post placement of an essure implant into the right fallopian tube. There is occlusion of the right fallopian tube. There was no filling of the left fallopian tube consistent with the history of occlusion. Pelvic pain decreased 2 weeks after removal. Discrepancy found in removal of essure( as per (B)(6) 2018 pfs essure has not been removed while its been already captured as drug withdrawn in the previous version of the case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain, amenorrhea and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("migration of essure device location of device: ultrasound shows piece of coil in body"), pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure (batch no. 12496680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, sexually transmitted disease, pap smear abnormal, human papilloma virus infection, hypertension, diabetes, breast cancer and breast mass. A urine pregnancy test was performed today and the result was negative. Concurrent conditions included back pain, fetal movements decreased, fetal bleeding, gestational diabetes, hypertension, uti, hernia, edema, vaginitis, vaginal discharge and ovarian cyst. Concomitant products included gastroluft (concept), hydrochlorothiazide, integra f, labetalol hydrochloride (trandate), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) since (B)(6) 2011, oral contraceptive nos and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device breakage (seriousness criterion medically significant) and pelvic pain (seriousness criteria medically significant and intervention required).in december 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In march 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In january 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In june 2017, the patient experienced device expulsion ("migration of essure device (to uterus)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria medically significant and intervention required), amenorrhoea ("amenorrhea"), abdominal pain ("abdominal pain"), back pain ("low back pain"), ovarian cyst (seriousness criterion medically significant), hot flush ("hot flashes"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2013, she had unilateral salpingooophorectomy- right), surgery (salpingectomy in jun-2017). Essure was removed. At the time of the report, the device breakage and pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, amenorrhoea, migraine, headache, abdominal pain, back pain, ovarian cyst, device expulsion, hot flush, bladder disorder, urinary tract disorder, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: status post placement of an essure implant into the right fallopian tube. There is occlusion of the right fallopian tube. There was no filling of the left fallopian tube consistent with the history of occlusion. Pelvic pain decreased 2 weeks after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain, amenorrhea and headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: hot flashes, bladder or urinary problems or changes, migration of essure device location of device: uterus, nausea, fatigue. Salpingectomy in jun-2017 was added as surgery/treatment for abnormal bleeding (vaginal, menorrhagia) and dysmenorrhea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("migration of essure device location of device: ultrasound shows piece of coil in body"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 12496680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, sexually transmitted disease, pap smear abnormal, human papilloma virus infection, hypertension, diabetes, breast cancer and breast mass. A urine pregnancy test was performed today and the result was negative. Concurrent conditions included back pain, fetal movements decreased, fetal bleeding, gestational diabetes, hypertension, uti, hernia, edema, vaginitis, vaginal discharge and ovarian cyst. Concomitant products included gastroluft (concept), integra f, labetalol hydrochloride (trandate), medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 and oral contraceptive nos. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (on (B)(6) 2013, she had unilateral salpingooopherectomy- right) and surgery (on (B)(6) 2013, she had unilateral salpingooopherectomy- right). Essure was removed. At the time of the report, the device breakage and pelvic pain was resolving and the genital haemorrhage, amenorrhoea, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, device breakage, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: status post placement of an essure implant into the right fallopian tube. There is occlusion of the right fallopian tube. There was no filling of the left fallopian tube consistent with the history of occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain, amenorrhea and headaches. Most recent follow-up information incorporated above includes: on 27-mar-2018: reporters added and updated patient demographics. Historical condition concomitant disease and concomitant drugs were reported. Updated suspect drug inaction and lot number. Added events abnormal bleeding, abnormal bleeding (vaginal/ menorrhagia), dysmenorrhea (cramping), migraines, headaches, migration of essure device location of device: ultrasound shows piece of coil in body, abdominal pain, low back pain. Updated events and onset date. On 5-apr-2018: processed with follow 1. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("migration of essure device location of device: ultrasound shows piece of coil in body"), pelvic pain ("pelvic pain/ pain"), ovarian cyst ("ovarian cyst"), genital haemorrhage ("abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, sexually transmitted disease, pap smear abnormal, human papilloma virus infection, hypertension, diabetes, breast cancer, breast mass and ovarian cystectomy. A urine pregnancy test was performed today and the result was negative. Concurrent conditions included back pain, fetal movements decreased, fetal bleeding, gestational diabetes, hypertension, uti, hernia, edema, vaginitis, vaginal discharge and ovarian cyst. Concomitant products included gastroluft (concept), hydrochlorothiazide, integra f, labetalol hydrochloride (trandate), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) since (B)(6) 2011, oral contraceptive nos and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device breakage (seriousness criterion medically significant) and pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 2 years after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced device expulsion ("migration of essure device (to uterus)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), abdominal pain ("abdominal pain"), back pain ("low back pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2013, she had unilateral salpingooopherectomy- right), surgery (right oophorectomy on (B)(6) 2013), surgery (salpingectomy in (B)(6) 2017). Essure was removed. At the time of the report, the device breakage and pelvic pain was resolving and the ovarian cyst, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, amenorrhoea, migraine, headache, abdominal pain, back pain, device expulsion, hot flush, bladder disorder, urinary tract disorder, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: status post placement of an essure implant into the right fallopian tube. There is occlusion of the right fallopian tube. There was no filling of the left fallopian tube consistent with the history of occlusion. Pelvic pain decreased 2 weeks after removal. Discrepancy found in removal of essure( as per (B)(6) 2018 pfs essure has not been removed while its been already captured as drug withdrawn in the previous version of the case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain, amenorrhea and headaches. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Events added: depression and mental anguish. Historical condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device location of device: ultrasound shows piece of coil in body'), pelvic pain ('pelvic pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), dysmenorrhoea ('dysmenorrhea (cramping)') and ovarian cyst ('ovarian cyst') in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, sexually transmitted disease, pap smear abnormal, human papilloma virus infection, hypertension, diabetes, breast cancer, breast mass and ovarian cystectomy. A urine pregnancy test was performed today and the result was negative. Concurrent conditions included back pain, fetal movements decreased, fetal bleeding, gestational diabetes, hypertension, uti, hernia, edema, vaginitis, vaginal discharge and ovarian cyst. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f), dimeticone;sodium bicarbonate;tartaric acid (concept), hydrochlorothiazide, labetalol hydrochloride (trandate), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to (B)(6) 2012, oral contraceptive nos and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), 2 years after insertion of essure. In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced device expulsion ("migration of essure device (to uterus)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), amenorrhoea ("amenorrhea"), abdominal pain ("abdominal pain"), back pain ("low back pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2013, she had unilateral salpingooopherectomy- right, salpingectomy in (B)(6) 2017 and right oophorectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage was resolving, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the dysmenorrhoea, ovarian cyst, genital haemorrhage, amenorrhoea, migraine, headache, device expulsion, hot flush, bladder disorder, urinary tract disorder, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: status post placement of an essure implant into the right fallopian tube. There is occlusion of the right fallopian tube. There was no filling of the left fallopian tube consistent with the history of occlusion. Pelvic pain decreased 2 weeks after removal. Discrepancy found in removal of essure( as per (B)(6) 2018 pfs essure has not been removed while its been already captured as drug withdrawn in the previous version of the case). Patient received treatment for: pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain, amenorrhea and headaches. Lot number: 12496680 manufacturing date:2011-07 expiration date:2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device location of device: ultrasound shows piece of coil in body'), perforation ('perforation'), pelvic pain ('pelvic pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), dysmenorrhoea ('dysmenorrhea (cramping)') and ovarian cyst ('ovarian cyst') in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, sexually transmitted disease, pap smear abnormal, human papilloma virus infection, hypertension, diabetes, breast cancer, breast mass and ovarian cystectomy. A urine pregnancy test was performed today and the result was negative. Concurrent conditions included back pain, fetal movements decreased, fetal bleeding, gestational diabetes, hypertension, uti, hernia, edema, vaginitis, vaginal discharge and ovarian cyst. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f), dimeticone;sodium bicarbonate;tartaric acid (concept), hydrochlorothiazide, labetalol hydrochloride (trandate), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to (B)(6) 2012, oral contraceptive nos and topiramate (topamax). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), 2 years after insertion of essure. In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced device expulsion ("migration of essure device (to uterus)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation ("device migration "), genital haemorrhage ("abnormal bleeding"), amenorrhoea ("amenorrhea"), abdominal pain ("abdominal pain"), back pain ("low back pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2013, she had unilateral salpingooopherectomy- right, salpingectomy in (B)(6) 2017 and right oophorectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage was resolving, the perforation, device dislocation, dysmenorrhoea, ovarian cyst, genital haemorrhage, amenorrhoea, migraine, headache, device expulsion, hot flush, bladder disorder, urinary tract disorder, nausea, fatigue, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: status post placement of an essure implant into the right fallopian tube. There is occlusion of the right fallopian tube. There was no filling of the left fallopian tube consistent with the history of occlusion. Pelvic pain decreased 2 weeks after removal. Discrepancy found in removal of essure( as per (B)(6) 2018 pfs essure has not been removed while its been already captured as drug withdrawn in the previous version of the case). Patient received treatment for: pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain, amenorrhea and headaches. Lot number: 12496680 manufacturing date: 2011-07 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet was received. New event perforation was added. Date of essure insertion was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amenorrhoea ("amenorrhea"). The patient was treated with surgery (device removal procedure ). Essure was removed. At the time of the report, the pelvic pain and amenorrhoea outcome was unknown. The reporter considered amenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device location of device: ultrasound shows piece of coil in body'), pelvic pain ('pelvic pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), dysmenorrhoea ('dysmenorrhea (cramping)') and ovarian cyst ('ovarian cyst') in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, sexually transmitted disease, pap smear abnormal, human papilloma virus infection, hypertension, diabetes, breast cancer, breast mass and ovarian cystectomy. A urine pregnancy test was performed today and the result was negative. Concurrent conditions included back pain, fetal movements decreased, fetal bleeding, gestational diabetes, hypertension, uti, hernia, edema, vaginitis, vaginal discharge and ovarian cyst. Concomitant products included ascorbic acid;ferrous fumarate;folic acid;iron polysaccharide complex;nicotinic acid (integra f), dimeticone;sodium bicarbonate;tartaric acid (concept), hydrochlorothiazide, labetalol hydrochloride (trandate), medroxyprogesterone, medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to (B)(6) 2012, oral contraceptive nos and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), 2 years after insertion of essure. In (B)(6) 2017, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced device expulsion ("migration of essure device (to uterus)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), amenorrhoea ("amenorrhea"), abdominal pain ("abdominal pain"), back pain ("low back pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2013, she had unilateral "salpingooophorectomy"- right, salpingectomy in (B)(6) 2017 and right oophorectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage was resolving, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the dysmenorrhoea, ovarian cyst, genital haemorrhage, amenorrhoea, migraine, headache, device expulsion, hot flush, bladder disorder, urinary tract disorder, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: status post placement of an essure implant into the right fallopian tube. There is occlusion of the right fallopian tube. There was no filling of the left fallopian tube consistent with the history of occlusion. Pelvic pain decreased 2 weeks after removal. Discrepancy found in removal of essure( as per (B)(6) 2018 pfs essure has not been removed while its been already captured as drug withdrawn in the previous version of the case). Patient received treatment for: pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pelvic pain, amenorrhea and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.